Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was unable to be paired with the merlin application. Further investigation revealed that the ICD exhibited a bluetooth telemetry malfunction. The bluetooth was reset on the device and put into high power mode. The device connected intermittently. The patient was in stable condition.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was unable to be paired with the merlin application. Further investigation revealed that the ICD exhibited a bluetooth telemetry malfunction. The bluetooth was reset on the device and put into high power mode. The device connected intermittently. The patient was in stable condition.

Manufacturer narrative:
The reported events of inability to pair and ble unavailable on the implanted device were confirmed. The information provided was reviewed by engineering and determined that the device was only advertising once every 2 hours, where it is supposed to be advertising once every minute. The root cause of the 2 hour advertisement was not able to be confirmed.